Manufacturer narrative:
This report will be amended when our investigation is complete. Remains implanted.

Event description:
It is reported that the patient was implanted with a left femoral component in the right knee during knee arthroplasty procedure.

Manufacturer narrative:
No device or photos were received with the complaint for investigation. The product remains implanted in the patient; therefore, the condition of the components is unknown. The device history records (DHR) were reviewed on the product part and lot combination and identified no deviations and/or anomalies. Labels included within the DHR indicate the implant is a right femoral component. This device is used for treatment. No surgical notes, pre-op, and/or post-op x-rays were provided. As the reported event states the surgeon implanted a right femoral component in the patient¿s left knee, based on the available information, the most likely root cause is use error.